Event description:
It was reported that a nurse observed prolonged hyperglycemia after an infusion set change and cartridge replacement, with blood glucose readings remaining above 500 mg/dl for approximately two days; review indicated inconsistent insulin delivery likely related to infusion site location and incorrect assembly technique where the connector was attached to the cartridge before insertion into the device. Symptoms included sustained hyperglycemia without reported ketone testing, medical intervention, or acute complications. Outcomes included device-directed troubleshooting and education, a full site and supply change at an alternate location, and subsequent improvement with blood glucose trending down to 359 mg/dl. Investigation included review of device data and user technique. Investigation of this case revealed that infusion set connection error and potential suboptimal infusion site contributed to inadequate insulin delivery, with no bent cannula noted upon removal. It was concluded, based on previously established findings for similar reports, that user setup and placement error was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.